Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that the rep does not have possess ion of the device. The rep stated there was a pocket fill and that was the suspected cause of the baclofen toxicity. The rep further understood that the issue did resolve. The rep had no additional information.

Manufacturer narrative:
B2. Other: overdose. H2. F1905 is not applicable to this event and outcome attributed to adverse event was corrected. H6. Coding updated per additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding patient who was receiving unknown baclofen (1000 mcg/ml) via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) requested to contact local medtronic (mdt) representative to come to facility and turn off the pump due to suspected baclofen toxicity. The issue was not resolved through troubleshooting. The caller was redirected to the national answering service. Further information was received from health care provider(hcp)and manufacturing representative (rep). It was reported that the rep stated hcp reported a possible pocket fill after patient started having unspecified overdose-type symptoms shortly after a refill earlier today (B)(6) 2026. The rep stated earlier he helped them program the pump to minimum rate and now hcp was requesting permanent shutdown code. The rep confirmed they knew it would permanently shut down the pump and provided code. Additional information was received from hcp. It was reported that the caller (hcp) inquired about the current pump status and whether the pump could be turned back on. The agent reviewed pump programming for temporary stop mode and the 48 hour alarm versus a permanent shutdown. The agent advised that the code was provided to permanently stop the pump. The technical services reviewed option to have pump interrogated to confirm current status.